Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have had high blood glucose in the middle of the night of 519 mg/dl and inquired on reason for high blood glucose; customer is a brittle diabetic. It was reported that customer changed infusion set and also attempted to link to sensor. Customer was visually impaired and was not able to give serial number information. Customer declined troubleshooting for high blood glucose. While on the call, sensor alarmed with high blood glucose which indicated proper functioning. Customer was advised when to change sensor. No further information provided.